Manufacturer narrative:
Physio-control continued further testing on the device and was unable to duplicate the reported issue.  As a precaution, physio-control replaced the battery connector pins, battery blade block, and main keypad assemblies due to wear observed and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was not able to duplicate the reported issue. Physio did note that the customer was utilizing batteries that were up to 7 years old; however, the batteries that were used at the time of the reported event were not identified. The customer indicated that they would replace their older batteries.   Physio also downloaded the electronic records from the event and was able to confirm that the device did lose power; however, the cause of which could not be conclusively determined.  The customer's device, along with several batteries, are being returned to physio-control for additional evaluation. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself shortly after being connected to a patient who was in cardiac arrest.  Medical personnel were able to power the device back on; however, prior to treatment the device powered off by itself a second time. Medical personnel then removed the device from the patient and connected a backup unit (a lifepak 12) which they then used to treat the patient.  There was approximately a 2 minute delay in obtaining the backup device. The patient, a (B)(6) male, did not survive the event.